Event description:
It is reported that approx one year and one month post-op, the pt experienced pain and swelling on the left knee. A revision is pending due to aseptic femoral loosening. Implant date is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: x-ray images show non-uniform lateral and medial gaps indicating improper soft tissue balancing. The femoral component did not fit the bone tightly as evident by the large anterior gap which likely contributed to the loosening. Eval: no product was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.